Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 21-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the entire drawer 3.2 was off bus. A field service engineer (fse) checked back and confirmed all lights were on. Fse reseated all cables in the back and looked fine. The fse found two bumpers in the front that needed replacement. The fse replaced bumpers and tested in the hardware test application, and it passed issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 3.2 entire drawer not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.